Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device reveals wear form normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint#: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that these are broken instrument out of office sets. No surgery affected. Dull.